Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited high capture threshold. The device was repositioned and after fixating again, it could not be released from the delivery catheter. The physician then had difficulties re-docking the device to the catheter; however, was ultimately able to un-fixate the device and successfully retrieve it along with the catheter. A transvenous pacemaker was then implanted instead. The patient was in stable condition.